Event description:
This complaint is now reportable based on the analysis completed on (04/24/2009). It was reported that during a coronary drug eluting stenting procedure, the stent could not cross the lesion. The lesion being treated was located in a 100% stenosed, calcified and mildly tortuous portion of the right coronary artery (rca). After placing a guidewire, the physician predilated the lesion with a non bsc balloon. The physician was unable to cross the lesion. The procedure was completed with a different device. There were no patient injuries or complications reported, and the patient condition is "good". However, the returned product found there was stent damage.

Manufacturer narrative:
A review of the manufacturing documentation for the batch found that the device met the material, assembly and product specifications at the time of release to distribution. A visual and microscopic examination identified proximal and middle stent damage. Proximal stent strut rows 1 to 3 were raised and severely misaligned. The middle stent struts were bunched for 3 rows. The outer diameter (od) of the damage found on the proximal strut rows measured at approximately 2.16mm. The outer diameter (od) of the damage found on the middle strut rows was measured at approximately 1.40mm. This type of damage is consistent with the device encountering some form of resistance during insertion and/or withdrawal. The od of the distal stent area where no damage was present was measured at approximately 1.16mm. No kinks or damage were noticed along the shaft of the device. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. No additional product analysis or external evaluations were performed. This investigation will be assigned the most probable root cause classification of operational context. (B)(4).